Manufacturer narrative:
Further correspondence with the manufacturer of the imaging system stated that the exams were possibly not being archived and that the site was only using the axial option. Product event summary fusion error loading exams. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was having errors loading exams onto the navigation system. One error was that the exam was not valid for navigation. There was no present when this issue was observed.

Manufacturer narrative:
Additional information: medtronic received information that the reported issue has not recurred. The archive from the procedure was sent to medtronic for evaluation. The archive was found to have a coronal, sagittal and axial image stacked atop each other. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the archive/image analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.